Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they getting triple beep on the insulin pump. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer report the insulin pump keeps on beeping 3 times even after changing reservoir. The customer reported that the insulin pump gave constant tone. The customer reported that the insulin pump gave constant tone after battery changed. Customer report the insulin pump did not rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.